Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus. The customer's allegation was not confirmed. The device evaluation revealed: no new findings. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head kept giving an electrical error with no code given. The issue was found during preparation/prior to sedation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head kept giving an electrical error with no code given.the issue was found during preparation/prior to sedation for an unspecified procedure. There were no reports of patient harm.